Event description:
An initial MDR regarding this case was filed 18-jul-2024 (report number 3016798778-2024-00038). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) showed a cassette depleted alarm ~31 hours into delivery. The logs leading up to the alarm are consistent with a real depletion. During investigation, a test delivery was performed with no alarms generated, indicating the system functions within specification. Logs from remote(B)(6) (paired with pump (B)(6) show a pump failure alarm approximately 1.5 hours into delivery. The system subsequently generated pump error alarms. Pump (B)(6) was not returned and no further investigation is possible into the cause of the alarms. The system functioned within specification as it alarmed and entered a failsafe state after alarming.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 18-jun-2024 and forwarded to millyard advanced medical products, llc on 19-jun-2024. The patient reported her pumps were alarming for pump failure with the same cassette and also a backup cassette. Troubleshooting was unsuccessful and replacement pumps were sent. The patient reported feeling ok but tired. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death, serious injury or adverse event, this issue is being reported out of an abundance of caution.